Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
The distal end of retrieval snare broke off while the physician was rotating the pin vise to turn the snare. The device was not stuck on the filter for any anatomy. There was no harm to the patient. The filter was successfully retrieved with another cook snare.